Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a pain stimulation implantable pulse generator (ipg), there was significant bruising, a large amount of bleeding, and persistent pain after programming. There was difficulty in programming the device, as only a single dtm group could be activated initially. Eventually, groups a-d were programmed, but pain continued to be reported. The patient was redirected to a healthcare provider for pain management. Caller called back regarding their ins programming. Pt noted about 4 years ago they had a lumbar laminectomy and they removed a chunk of a disc between l4 and l5 and they had spinal stenosis; from that they had a pinch nerve from l4 and l5 and when they moved a certain way from grabbing the tv remote with their right arm to the other side of their body that was when they felt the pinch nerve; that happened 3 different times. Pt had brough this up to their medtronic rep 3 months ago and then 1.5 weeks ago when they met for reprogramming. Pts hcp and their rep said their scs device should help their with pinch nerve that started 30 years ago but it did not. When they met with the rep the rep the changed open loop settings but it was not helping and last night they had nerve pain. Pt had 3 groups and had been increasing those every day to where they get the stimulation in their legs. Once they adjust therapy they left the setting be and then would turn close loops setting off and back on but then it would immediately go down that threshold of nerve pain in both their legs. Patient reported the communicator and controller at times don¿t pair there was the cause of program difficulty. Patient turned off both and turned them back on. Issue isn't really resolved however the patient will turn off and back on the devices until they pair.